Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not discharge at the configured energy levels. There was no pt involvement during the reported malfunction.